Event description:
The patient received the scs system on (B)(6) 2010 which included two leads from the same lot. It was reported the patient had fallen numerous times and was no longer receiving stimulation. It was also reported that high lead impedance was identified. The physician removed and replaced the leads on (B)(6) 2011 which resolved the issue. The physician reported that the leads were kinked where they exited the lead anchors.

Manufacturer narrative:
Evaluation results: the complaint was confirmed. As received the returned leads revealed cam marks (compression marks) and kinks with all wires broken. The compression mark, kink and broken wires on the leads were at the distal (male) ends of the anchor approximately 22.5cm and 21.5cm for leads "a" and "b" respectively. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.